Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the external jugular vein was inadvertently nicked, and the patient experienced bleeding. Surgeon located the source and ligated the vessel to achieve hemostasis. This resolved the issue.